Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) evaluated the incident and was unable to confirm the issue reported by the customer. Completed and passed the extended self-test (est) and sst, and the unit was working fine. No parts were replaced. Upon further investigation, the issue was found during a routine test by the biomedical engineer. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 09jun2021.

Event description:
The customer reported oxygen is not delivering to patient. The device was in clinical use. There was no patient harm.